Event description:
Stage IV air mattress was ordered and delivered (B)(6) 2006. Delivery person set rotation function improperly. Rotation was not ordered. Staff was not informed. Mattress was placed on bed (B)(6) 2006. After repositioning pt at 22:50, (B)(6) 2006, pt rolled out of bed at 23:00. Pt does not reposition self he was found on the floor.